Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported a por (power on reset) error code was seen on (B)(6) 2015. There were no patient symptoms reported. The indication-for-use was urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she had a doctor's appointment on (B)(6) 2015. The patient met with the manufacturer's representative and after evaluation, the found that the battery was dead in the device implanted in her right buttock.